Event description:
It was reported by the service report that the fowler clutch was drifting. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Results: fowler brake clutch.